Event description:
It was stated that the customer was in a car accident. Once the authorities cleared the scene, the insulin pump and transmitter were nowhere to be found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.